Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The certitude delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: a longitudinal and radial balloon burst confirmed, and adhesive present inside the nose tip component at the guidewire lumen bond region. Imaging and videography regarding the occurrence of the balloon burst was provided and reviewed for confirmation of the event. Imagery revealed that the nose tip detached and the radial/longitudinal balloon rupture of the device after removal from the patient. A fluoroscopy imaging revealed the balloon burst upon full inflation.  Functional testing was not performed due to the condition of the returned device. Dimensional testing of the single wall thickness of the inflation balloon along the edges of the burst were found to be within specification. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Per procedure, during balloon inspection, the balloons are visually inspected for any damage or defects. During balloon preparation, pleat and fold process per procedure, the balloons are visually inspected. During final assembly, leak testing is performed on the balloon catheter. During delivery system final inspection, the balloons are visually inspected for damage per procedure. The catheter is visually inspected for any damage.  In addition, each lot is required to undergo product verification (pv) testing on a sampling basis. The lot is tested for balloon burst pressure. The inspection and test described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review is performed and did not reveal any issues that may have contributed to the reported event. A lot history review revealed other complaints related to the event. There was no manufacturing defect confirmed. Available information suggests that patient factors may have contributed to the reported event. A review of complaint history from (B)(6) 2018 to (B)(6) 2019 revealed other returned device complaints for the certitude delivery system (all models, all sizes). No manufacturing non-conformance was identified. Available information suggest that patient factors contributed to the event. A review of complaint data revealed that the complaint rate did not exceed the (B)(6) 2019 control limit for the applicable complaint trend category.   The and training manual were reviewed for instruction or guidance on certitude delivery system preparation and use. The training manual provides guidance on if the delivery system balloon ruptures or leaks during deployment without the thv embolization. Factors that can assist with balloon rupture are: do not use excessive force, take care when removing the delivery system through the tip of the sheath, maintain guidewire position, check for pv leaks under echo if post-dilation is needed, use a delivery system.   Based on the review of the IFU/training manuals not deficiencies were identified.   The complaints were confirmed. No manufacturing non-conformities were identified as no visual abnormalities were observed on the returned sample and the dimension measurements met specification. A review of DHR, lot history, complaint history and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaints.   It was noted that the patient annulus was very calcified. This suggests that the root cause of the balloon burst is related to those detailed in technical summary written and documented by edwards lifesciences.  The technical summary provides a rationale as to why it is unlikely that a product defect, manufacturing non-conformance, or IFU/training deficiency contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration.   Additionally, the technical summary applies to complaints for balloon burst, which was also resulted in difficulties withdrawing the delivery system and/or subsequent separation of the distal end (e.g. Balloon, nose tip, guidewire lumen) of the delivery system. As such, the reported events discussed in this complaint are likely related to the details outlined in the technical summary. In this case, a balloon burst would have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile would have likely caught on the tip of the sheath.   In this case, available information suggests that patient factors (calcification) contributed to the balloon burst and procedural factors (retrieval of burst balloon) contributed to the withdrawal difficulty. No manufacturing non-conformities were found in the returned sample. No labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.   In addition, review of complaint history revealed the occurrence rate for complaints under the trending category for withdrawal difficulty exceeded control limits in (B)(6) 2019. These complaints underwent further review, and no manufacturing non-conformance were identified. No nonconformance or labeling/IFU inadequacies have been identified; therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during implant of a 26mm sapien 3 valve by transapical approach without prior balloon valvuloplasty (bav), upon deployment of the sapien 3 valve, the certitude delivery system balloon burst. An echo (tee) noted full deployment, good position and trace paravalvular leak. An attempt was made to retrieve the delivery system through the sheath, but the system was unable to be removed. A decision was made to remove the sheath and delivery system as one unit and this was successfully performed.  A separation of the tip from the balloon catheter occurred upon pulling delivery system through the sheath outside of the patient. The device will be returned for evaluation.  The patient was stable and transferred for post management care. Per report, the annulus was very calcified with notable ¿chunks of calcium.¿